Event description:
The customer contact reported a leak of a chemotherapeutic agent. The secondary tubing set was connected to the proximal clave y-site of the primary tubing set for piggyback delivery of an unspecified concentration of the cyclophosphamide. After an unspecified length of time in use, it was reported that an unspecified volume of solution leaked from the connection of the tubing sets. The secondary tubing set was replaced and the therapy was resumed. The solution that leaked was cleaned up according to the user facility's protocol. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for investigation. If the device is received, a follow-up report will be submitted.